Event description:
Inop noted by nurse, no error code noted by nurse or therapist. Pt being manually ventilated while ventilator changed out. Vent settings: assist control 10, tidal volume 750, fio2 60%, peep 5.